Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead helix was unable to extend. The lead was not. Another lead was implanted successfully. No patient symptoms were reported.